Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 18 mg/dl. The customer consumed carbohydrates and glucose to address the low bg. The customer inadvertently entered the incorrect bolus value into calculator and delivered too much insulin. Recommendation was made to consult with healthcare provider regarding diabetes management.